Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a calibration not accepted alert and change sensor alert while asleep and then the blood glucose went from 300 mg/dl to 40 mg/dl within thirty minutes. Customer treated low blood glucose with food. Customer declined troubleshooting.